Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system reported tenderness, bruising and discomfort at the closed loop stimulator (cls) site. The cls implant site was opened, with drainage noted. The patient¿s system was explanted.

Manufacturer narrative:
The device was not returned to saluda for analysis. Without device return, a definitive root cause for the reported patient symptoms and infection is not able to be determined. The evoke scs system surgical guide states the following: "the risks associated with the implantation and use of a spinal cord stimulation system include: temporary or persistent post-surgical pain at hardware implantation sites; seroma or hematoma at surgery sites; infection that may require hospitalization with intravenous antibiotic therapy; erosion of the implanted components through the skin... The patient may require surgery (including revision, explant, and replacement) as a result of any of the above." In this case, a complete system explant was completed. Manufacturing records were reviewed and the device met all requirements for release. The device was sterilized on may 22, 2020.